Event description:
Info received indicates the top rail ratchet rivet on the siderail end tube was broken, preventing the siderail from latching.

Manufacturer narrative:
The technician replaced the ratchet rivet to repair the bed.